Manufacturer narrative:
Two photos were provided to our quality team for investigation. Upon visual inspection, one quadrant of the stopper ring is observed to be broken, verifying the reported incident. A device history record review found no non-conformances associated with this issue during production of lot 2405022. Six retained samples of the reported lot were used for additional evaluation. All product was inspected and no damage or cracks were observed on any of the products. The areas where pieces move within the manufacturing area are protected to avoid damage on the product. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, it was determined the damage was likely caused as a result of the product getting jammed within the manufacturing equipment. Manufacturing personnel have been notified of this incident. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
Description/event details: the quadrant of the syringe is broken. Per response: 1. Can you provide more detail related to the damage?- the quadrant of the syringe is broken, defect identified as finished product in final check room. 2. Was there a crack in the barrel?- I believe there is no crack in the barrel. 3. Were there scratches? Can you circle on the photo where the damage is as there is what seems to be a glare within the photo?- no, these are not scratches; please see the accompanying photographs of the damaged syringe, which show a circle where the damage is. Additional information: upon visual inspection, one quadrant of the stopper ring is observed to be broken, verifying the reported incident.